Manufacturer narrative:
Device has been received and evaluation is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the anchor broke off half way upon insertion. The anchor broke in three pieces and detached from the fiberwire. The surgeon had to perform an osteotomy to remove the broken pieces. This device is used for treatment.